Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat pulmonary vein isolation, faradrive steerable sheath was selected for use. It has been mentioned that slow drip fluid leak was observed from the proximal handle during aspiration of the sheath. A pump with a flow rate at 20ml per hour was used for irrigation. A farawave catheter and merit wire had been inside the sheath prior to, and or at the time, the leak was observed. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the pulsed field ablation to treat pulmonary vein isolation, faradrive steerable sheath was selected for use. It has been mentioned that slow drip fluid leak was observed from the proximal handle during aspiration of the sheath. A pump with a flow rate at 20ml per hour was used for irrigation. A farawave catheter and merit wire had been inside the sheath prior to, and or at the time, the leak was observed. The procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that blood leak was noted.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 device codes a180103.

Event description:
It was reported that during the pulsed field ablation to treat pulmonary vein isolation, faradrive steerable sheath was selected for use. It has been mentioned that slow drip fluid leak was observed from the proximal handle during aspiration of the sheath. A pump with a flow rate at 20ml per hour was used for irrigation. A farawave catheter and merit wire had been inside the sheath prior to, and or at the time, the leak was observed. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that blood leak was noted.